Manufacturer narrative:
Upon receipt, both pacemakers were interrogated and the memory content were analyzed indicating no anomalies. The headers of the devices were analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. The spring elements of the pacemakers did not show any deviations. The ability of the devices to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In addition, the impedance measurement functions of the devices were extensively tested. Different load resistances were subsequently attached to the pacemakers and the device measurements in bi- and unipolar configurations were proven to be normal and as expected. There was no indication of a device malfunction. In conclusion, the devices were fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After the implant surgery a high pacing impedance was reported. An issue with the device header was suspected.